Event description:
Per the clinic, the patient experienced an intense constant noise and interference with the device use. Reprogramming and hardware exchange attempts were made; however, the issue could not be resolved. Subsequently, the device was explanted (specific date not reported). The patient was re-implanted with another cochlear device on (B)(6) 2025. Additional information has been requested but has not been made available as of the date of this report.